Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported the patient presented in the clinic for an implant procedure. During the operation, the right atrial lead could no be fixed. Another lead was used to complete the procedure. The patient was in stable condition.